Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm during set change. It was reported that the customer was not able to finish priming and insulin was squirting out. It was reported that the device would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with cracked end cap and with corroded battery tube. Unable to verify a33 alarm due to the crack end cap. The drive support was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners and missing the end cap sticker.